Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator displayed an error message when the device was turned on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).